Manufacturer narrative:
Functional performance was performed on samples returned decontaminated without its original packaging. Leak testing on the samples received were performed using a syringe to look for unusual functions. The samples leaked between the tube and bag. The complaint is confirmed. A DHR review was conducted which indicated all inspections were completed and the root cause was determined to be equipment rf machine who performs the sealing process on the magnus bag.

Event description:
It was reported that the cadds defects observed with leaking from the bladder, which is the same as we have reported in past. No patient injury was reported.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-07789 is no longer considered reportable, please disregard any MDR reports associated with it.